Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. Customer was in the hospital due to some other issues but stated that he did have high blood glucose sugar she was there. Customer had taken off and was given injection shots. Customer declined to troubleshoot for high blood glucose.